Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent power issues and device shut-down. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. After the device is powered on the display shuts down within a minute and 10 beeps are heard, with this condition the device is unable to engage in continuous monitoring. When operational the device is able to obtain readings and alarms under alarm conditions. The 10 beep alarm is due to a defective u21 chip on the instrument board.